Manufacturer narrative:
MDR (B)(4) / initial 2 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set having scar tissue at the insertion site causing occlusion and patient had high blood glucose levels and was treated with correction injection via multiple daily injections (mdi) & correction bolus via pump on (B)(6) 2026.